Event description:
The customer stated that they had severe cramping and called the paramedics. They were taken to the hospital and took their device with them. At the hospital pt used their device and obtained a blood glucose reading of 291 mg/dl. They retested and the result was 144 mg/dl. They were not sure of lab results. Pt was started on insulin injections and kept for a week. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.